Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient started to feel vibration and pulse sensation all day today. The caller reported that the patient was experiencing "vibrating" in their right leg and back all day. The patient turned therapy off, but indicated that they were still feeling stimulation. The patient was advised to follow-up with their healthcare provider (hcp) and the patient had a call into their hcp's office, but the office was not yet open at the time of the call. The next day the patient's hcp called and reported the same information received from the patient previously, but the hcp now indicated that the patient's therapy was turned on and the patient was feeling stimulation and receiving therapy. The hcp was advised to request a manufacturer representative (rep) to have the device checked. The hcp was also advised that the patient could turn the device off and monitor symptoms. The reported issues were sudden in onset. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.